Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor was not recognized occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, potential patient misuse which led to an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor was not recognized is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.